Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 79 mg/dl, which was treated with glucose tablets, glucagon shot and food. Treatments were given to customer while in the hospital for a stomach infection. Customer does not believe that low blood glucose was caused by insulin pump.